Manufacturer narrative:
Patient information not provided. Device serial number not provided. PMA/510(k) number p060040; p160054. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low voltage hazard while switching from mobile power unit (mpu) to battery. The site was unable to confirm if the mpu was unplugged from the wall or the ac housing unit. The patient's mpu was swapped out. No further alarms were reported post mpu swap. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm was not able to be reproduced. The returned mobile power unit serial number (B)(6) was operated for extended period of time while connected to a test equipment and there were no adverse events or alarms noted. The reported low voltage alarm was not reproduced when transitioning from mpu to batteries.the mpu was upgraded with the new software version 1.02. A full functional test was performed and the mpu passed all test steps. The reported event was not observed or duplicated. The (B)(6) was tested and returned to the customer site. No further information was provided. The manufacturer is closing the file on this event.